Event description:
The end user reported, power cord issues. On an unknown number of unknown stretchers. They are describing arcing of the device. No injury to a patient or user has been reported.

Manufacturer narrative:
The user facility stated, they were unhappy with the design of the power cords. And stated, the device did not malfunction. The codes under section h have been updated to reflect this. The model number of the device was provided and section d has been updated. H3: other text: user facility stated, there was no further action needed.

Event description:
The end user reported power cord issues on an unknown number of unknown stretchers. They are describing arcing of the device. No injury to a patient or user has been reported.